Manufacturer narrative:
Device evaluation: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Cause: a definitive root cause cannot be determined. This could possibly attributed to operational factors, patient factors or unknown events. DHR review: the lot number was not provided so the DHR could not be reviewed. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00175, 3012447612-2020-00176, 3012447612-2021-00366.

Event description:
It was reported that a revision surgery was performed approximately 5 weeks post-operatively to address two closure tops that loosened post-operatively bilaterally at l2. All 8 closure tops were removed with the rods and the pedicle screws were checked. All pedicle screws had good purchase in the bone so they were left in place. New rods and closure tops were placed during the revision. This is report four of four for this event.